Manufacturer narrative:
Additional narrative: (B)(6). Date of implant is not known. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date a trochanteric fixation nail advance(tfna) was implanted. The nail broke post-op on an unknown date. The patient was referred to the surgeon for the revision. The patient was revised to another tfna system. There was no report of surgical delay or patient harm. Surgery was completed successfully. Concomitant devices reported: tfna helical blade (part 04.038.300. Lot h133850, quantity 1); distal locking screw (part number unknown, lot number unknown, quantity 1). (B)(4).

Manufacturer narrative:
Upon receipt of the devices the initially reported concomitant device distal locking screw is determined as reportable device and no longer considered as concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history record (DHR) review was performed for part #: 04.037.159s, lot#: h125813 (sterile) - 11mm/130 deg ti cann tfna 380mm/left- sterile. Quantity 6: manufacturing location: (B)(4), manufacturing date: 21-jun-2016, expiration date: 30-nov-2026: inspection sheet for in process/inspect dimensional/final met inspection acceptance criteria. Inspection sheet for tfna assembly inspection meet specification. Component parts reviewed: 04.037.942.2 - lock prong 130 degree, tfna bp-55 lot ¿ 9913990, 04.037.912.4 - wave spring, shim ended bp-55 lot ¿ h089449, 04.037.912.3 - tfna lock drive bp-58 lot ¿ h107608(1), h110204(5). Raw material lot bp-80 lot ¿ h051515. Raw material received (B)(4). Certified test report for (B)(4) was provided by (B)(4) meet specification. Certificate of analysis received from (B)(4). Raw material receiving/putaway checklist meet requirements. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. A product investigation was performed. The returned 11mm/130 degree ti cannulated tfna 380mm/left (04.037.159s) is a component of the titanium tfna system for intramedullary fixation of proximal femur fractures. The returned device was examined and the complaint condition was able to be confirmed as the device was found to be broken at the proximal locking hole. Provided x-rays were reviewed and the nail and the nail was found to be clearly broken at the proximal locking hole. No root cause could be determined with the provided information. The complaint condition was unable to be replicated due to post-manufacturing damage. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is possible due to post-manufacturing damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.